Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had failed the self test and had hardware low level failure error. Customer's blood glucose level was 160 mg/dl at the time of incident. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Self test was performed and it did not pass. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.